Event description:
A home pt's nurse contacted baxter's technical service center for assistance. The nurse reported the pt line became disconnected from the transfer set during dwell. Baxter's technical service rep advised the nurse to end therapy. No pt injury or medical intervention was indicated at the time of the initial call.